Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 27-jul-2023, noted a correction to the 3500a initial in the following fields: - ¿d9. Device available for evaluation?¿ was processed as ¿no¿ and should have been processed as ¿yes¿. - ¿d9. Date device returned to manufacturer¿ was left blank and should have been processed as ¿25-jul-2023¿. - ¿d9. Is device returned to manufacturer?¿ was left blank and should have been checked. - ¿h3. Reason for non- evaluation was processed as ¿device evaluation anticipated, but not yet begun¿ and should have been processed as ¿other¿. - ¿h10. Additional manufacturer narrative¿ should have included, ¿the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened due to incorrect investigation findings being added in error. The following is the corrected investigation which was completed on 08-nov-2023. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium came out of the package, it was damaged. The stopcock was separated and off of the tubing from the sheath while still in the package. The hemostatic valve became detached from the hub. No troubleshooting and no procedure were performed. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). This part was totally separated. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. There was no physical damage to the outer box or packaging. The device was secured properly in the tray. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination were performed following biosense webster, inc. Procedures. Visual analysis revealed that the three way-valve was observed separated from the side port. Microscopic examination was performed and evidence of adhesive was found. A fourier transform infrared spectroscopy (ft-ir) was performed and confirmed the evidence of the adhesive and from the comparison of infrared analysis results shows that the traces are conformed of polyvinyl acetate-base material. A supplier manufacturing investigation was performed and it was concluded that the root cause of the tubing breaking cannot be determined. There is no evidence to support that the manufacturing process in any way compromised the integrity of the tubing to break. A device history record was performed for the finished device batch number, and no internal actions were identified. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Therefore, corrections to coding: h6. Investigation findings: removed "manufacturing process problem identified (c16)". H6. Investigation conclusions: removed "cause traced to manufacturing (d03)" and added "cause not established (d15)".

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 24-aug-2023, noted a correction to the 3500a follow-up #1 as g3. Date received by manufacturer was processed as 24-aug-2023 and it should have been 27-jul-2023.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium came out of the package, it was damaged. The stopcock was separated and off of the tubing from the sheath while still in the package. The hemostatic valve became detached from the hub. No troubleshooting and no procedure were performed. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). This part was totally separated. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. There was no physical damage to the outer box or packaging. No picture available. The device was secured properly in the tray. The investigation was completed on 12-oct-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination were performed following bwi procedures. Visual analysis revealed that the three way-valve was observed separated from the side port. Microscopic examination was performed and evidence of adhesive was found. A fourier transform infrared spectroscopy (ft-ir) was performed and confirmed the evidence of the adhesive and from the comparison of infrared analysis results shows that the traces are conformed of polyvinyl acetate-base material. Then a supplier manufacturing investigation was performed and it was determined that the glue bond between the tube and the hub was inadequate. This could have been the result of either insufficient glue application or the result of improper curing of the ultraviolet (uv) glue, however, photos suggest that there was inadequate glue applied within the specified region of the stopcock to hug connection point. An internal corrective action has been opened to introduce optimization actions on devices with stopcock gluing issue. A device history record was performed for the finished device batch number, and no internal actions were identified. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the separated stopcock issue occurred. When a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium came out of the package, it was damaged. The stopcock was separated and off of the tubing from the sheath while still in the package. The hemostatic valve became detached from the hub. No troubleshooting and no procedure were performed. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). This part was totally separated. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. There was no physical damage to the outer box or packaging. No picture available. The device was secured properly in the tray. The event was assessed as MDR reportable for the stopcock was separated.